Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a small vial with moisture. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for the same size and diopter lens due to lens tear/break during injection into the eye. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a small vial with moisture. Visual inspection found haptic torn. (B)(4).